Event description:
It was reported that bd insyte autog bc needle is slow to retract. The following information was provided by the initial reporter: out of the package, catheter tip was bent over. When the button was pushed to retract the needle, it was caught halfway through retraction and the catheter had to be pulled off the needle in order for needle to fully retract.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided, therefore, xx was used as a place holder.

Manufacturer narrative:
Investigation results: the complaint of retraction issues could not be confirmed from the photograph or unused physical samples that were provided for investigation. A visual examination and functional test of the returned samples revealed no damage or defects. The IV catheter shown in the photograph had been removed from the needle and the catheter tip was bent. The needle was not visible within the photograph. The reported needle retraction issue may have been caused if the needle was protruding through the IV catheter tubing; however, no retraction defects were identified on the returned physical samples. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. A review of manufacturing records was performed and there were no issues during the production of this batch. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.